Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event, and a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of tissue damage and mitral regurgitation (mr) are listed in the mitraclip system instructions for use (IFU), and are known possible complications associated with mitraclip procedures. Based on the available information, the cause for the single leaflet device attachment/slda was challenging patient anatomy. A cause for the reported tissue damage could not be determined. The reported patient effect of mr is a cascading event of the reported slda. The reported additional therapy / non-surgical treatment and hospitalization (required or prolonged) were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with an mr grade of 2-3. One clip was implanted, reducing mr to <1. On (B)(6) 2020, a follow up echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 3 and tissue damage was noted on the posterior mitral leaflet. On (B)(6) 2020, a second mitraclip procedure was performed. Two clips were implanted reducing mr to <1. The patient remained stable. No additional information was provided.